Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual inspection found a peeled/delaminated downstream occlusion (dso) seal. Functional testing was performed and found a defective dso sensor. The reported problem was duplicated, and the root cause of the problem was a defective dso sensor. The dso sensor and seal will be replaced.

Event description:
It was reported that there was a beeping in occlusion or low debit. There was unknown patient involvement.